Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered recurrence of urinary incontinence, sever pain during intercourse, sever pain during pap smears, and vaginal shrinkage. No further information has been provided.